Event description:
It was reported the pt involved was a (B)(6) female, (B)(6) with a history of respiratory insufficiency, miliary tuberculosis, status epilepticus, cushing's syndrome, and neuro-tuberculosis. In the pediatric ICU, the user reported that during insertion of the swg into the pt's femoral view, the swg bent preventing the progression of the catheter. See mdrs 1036844-2014-00400 and 1036844-2014-00401 for the next two incidents with the same patient.

Manufacturer narrative:
(B)(4).